Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she has been having elevated blood glucose for the past week. Customer's blood glucose was 400 mg/dl. Customer stated that she cannot get her basal rate above 1.0u and the rate needs to be 1.2u. Customer stated that she treated with a manual injection. Customer expressed the following symptoms of high blood glucose: feeling tired and not hungry. Customer treated with 20.0 units with a manual injection. Customer stated that she has a lung infection and she will see her health care professional tomorrow for the infection. Customer stated that the infection is causing her high blood glucose. Customer was advised to call a health care professional or seek medical attention and call back later to troubleshoot. Customer declined to complete troubleshooting at this time.